Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the patient was experiencing elevated blood glucose levels (30mmol/l) and had ketones on (B)(6) 2012. The reporter indicated that the patient's site was changed; however, the patient's blood glucose continued to be in the mid to high 20mmol/l range. The reporter indicated that on (B)(6) 2012 they changed vials of insulin and the patient's blood glucose resolved to 6.9mmol/l following an injection. The reporter indicated that they believe the high blood glucose levels are a result of using bad insulin. This report is being made based on the allegation that the patient experienced elevated blood glucose levels while on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: review of the black box revealed records beginning on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 had been overwritten. Review of the available black box records and alarm history showed no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was exercised for 24 hours without alarms, warning or malfunction. Investigation was not able to duplicate the complaint and the pump information for the complaint date has been overwritten.